Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. According to the information provided by the technician, o2 gas module in the newly installed device was detected as defective. The o2 gas module has been adjusted many times and pre-use check still fails. Finally, replacing the o2 gas module resolved the reported issue and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The defective part has not been returned for further analysis, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).